Manufacturer narrative:
Product event summary: it was confirmed that the output connector assembly was broken. It was additionally found that the hanger assembly was contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial port. The epg has been returned to service. There was no patient involvement.